Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and temperature and impedance test of the returned device were performed. Visual analysis revealed reddish brown material inside the pebax and a separation between pebax and electrode section. The device was connected to the generator, and no impedance was displayed due to an open circuit at the tip area. A manufacturing record evaluation was performed for the finished device lot number 31613613l and no internal action was found during the review. The impedance issue reported by the customer was confirmed due to the open circuit identified. The reddish material inside the pebax is not related to the impedance issue reported by the customer. The potential cause of the open circuit could not be determined. The root cause of the pebax damage is traced to the manufacturing process. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. This product issue will be addressed through the quality system. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and post procedure the bwi product analysis lab identified a separation between pebax and electrode section. During the procedure, there was no impedance value reading from the device. A second device was used to complete the operation. There was no adverse event reported on patient.